Event description:
A customer reported a contained leak from the electrolyte injection cup (eic) on their unicel dxc 600i instrument. The leak consisted of less than 1 cc of fluid contained within the ise module instrument. No exposure to the fluid or injuries were reported. No erroneous results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed leaking from the left solenoid valve on the eic. The fse replaced the solenoid valve, however, leaking from the eic persisted. The fse then replaced the eic assembly which resolved the issue. This failure mode can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).